Event description:
The doctor has been confronted to a loss of continuity on a spva 2010 (ventriculo-atrial derivation) between the valve and the distal catheter.this concerns a rupture of the atrial catheter just at the exit of the valve connector.after multiple vomiting episodes since (B)(6) 2025, it was confirmed by the doctor that the valve had "slipped" down into the neck, and the connector was located in a mobile area, in a patient with stereotyped neck movements that can be very repetitive and sometimes violent.

Manufacturer narrative:
Awaiting for product return for analysis.